Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented in the or for a normal device change-out due to eri. Noise had been previously noted on the lead, and there were no other electrical anomalies. When the device was removed from the pocket, there was obvious abrasion on the lead. The lead was extracted successfully and replaced. Patient tolerated the procedure well and will be followed normally.

Manufacturer narrative:
External insulation abrasion was noted at 7.1-7.2cm from the connector pin, consistent with lead friction to the device can. The outer coil was exposed at this location, consistent with the field observation of noise.